Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break as fiber was received in two pieces. Additionally, the tip had normal degradation and the fiber connector had burn marks on the face. During functional testing, the aim beam could not be observed due to the body separation. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. A partial body break or kink could have occurred during use and when it was connected and fired for some time caused the fiber to break and overheating the connector. According to the device instructions for use, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Event description:
It was reported that during procedure the fiber connector fell off due to heat. It was noted that the laser beam was running through the entire fiber. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break as fiber was received in two pieces. Additionally, the tip had normal degradation and the fiber connector had burn marks on the face. During functional testing, the aim beam could not be observed due to the body separation. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. A partial body break or kink could have occurred during use and when it was connected and fired for some time caused the fiber to break and overheating the connector. According to the device instructions for use, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Event description:
It was reported that during procedure the fiber connector fell off due to heat. It was noted that the laser beam was running through the entire fiber. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during procedure the fiber connector fell off due to heat. It was noted that the laser beam was running through the entire fiber. The procedure was completed with another fiber without patient complications.